Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 100 mg/dl and the current blood glucose level was 169 mg/dl. The customer was assisted with troubleshooting and the display did not return. Customer stated that the contacts on the battery cap are not missing or damaged. Customer stated that the battery compartment is neither damaged nor corroded. Customer stated that the spring is neither damaged nor corroded. The customer also stated that insulin pump received multiple pump error alarm and frozen display. Customer reports that they were able to clear the alarm and able to complete rewind. The self test was performed and passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify external ram crc error, unexpected restart error and frozen display anomaly due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.